Event description:
The customer contact reported unable to prime. The customer contact that prior to pt use, "the set isn't flushing the fluid down correctly". No specific details were provided. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed. (B)(4). The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained.